Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source. Subsequently, the pump battery was observed to be fluctuating and caused the pump to shut down. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the pump turned on and the alert had not reoccurred after charging the pump. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.